Event description:
A manufacturing representative (rep) reported that patient notice a por a couple weeks prior to the report. Further information reported the patient was in jail for 12 days prior to the report. The rep turned stimulation back on and the patient was able to feel the stimulation vaginally. The por code was noted as resolved. There were no patient symptoms reported. The implantable neurostimulator (ins) was indicated for gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.